Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in (B)(6) reported a vitrectomy cutter working intermittently. No patient injury.

Manufacturer narrative:
Evaluation completed. One 23ga vitrectomy cutter was returned in a plastic bag along with a bl5423w pack label from lot v4268. The tip protector was not returned. The needle was not bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts of approximately one minute. After about one minute the inner needle stopped retracting from the port window, causing the port to be block, prevent cutting and aspiration. The cutter was not functioning properly.